Event description:
It was reported that during an arterial vascular intervention procedure, a guide wire tip detached and remained inside the patient. Common left femoral artery access was gained through a contralateral approach. The lesion was "near total occlusion" and was located in the severely tortuous and severely calcified right popliteal artery. The journey guide wire was advanced through another re-entry catheter. The guide wire tip "sheared on the catheter re-entry needle." The remaining portion of the guide wire was removed from the patient. The fractured guide wire tip remained inside the patient. The procedure was completed with a choice pt guide wire and a sterling es balloon and sterling sl balloon. No patient complications were reported. The patient status is ok.

Manufacturer narrative:
Device evaluation by manufacturer: the device was received with the distal tip missing, approximately 6.5 inches of the platinum coil was found unraveled from where the high torque sleeve (hts) was fractured. Microscopic inspection revealed that the distal end of the ribbon was fractured. A small portion of the hts was removed to confirm the coil wire/core wire/ribbon joint (ccr) was intact. The device was sent for sem (scanning electron microscope) analysis to confirm the suggested ribbon fracture. Analytical testing concluded that the ribbon was fractured by both shearing and ductile overload. Smeared metal was present on the fracture surface. The manufacturing batch record review confirmed the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that during an arterial vascular intervention procedure, a guide wire tip detached and remained inside the patient. Common left femoral artery access was gained through a contralateral approach. The lesion was "near total occlusion" and was located in the severely tortuous and severely calcified right popliteal artery. The journey guide wire was advanced through another re-entry catheter. The guide wire tip "sheared on the catheter re-entry needle." The remaining portion of the guide wire was removed from the patient. The fractured guide wire tip remained inside the patient. The procedure was completed with a choice pt guide wire and a sterling es balloon and sterling sl balloon. No patient complications were reported. The patient status is ok.